Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is down, the line is not working. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and said that he investigated the customer's complaint with line not working. He could not find any wrong, but the high pressure regulator tank knob was missing and helium tank was empty. He could not get anymore repair details on what was meant by "line not working". Fse replaced tank knob with spare part and used test helium tanks to complete the repair. Reviewed logs and found no major fault codes. Functional tested without any issues or failures. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use.

Event description:
N/a.